Event description:
Boston scientific received information that the patient received an inappropriate shock due to oversensing of noise on the right ventricular (rv) channel. Review of the patient's data found that the rv lead impedance had been fluctuating over the past three weeks and had reached to greater than 2000 ohms. During the current device interrogation the impedance had recovered and was within normal limits. The noise was reproducible on the shock channel but not on the pace sense channel when performing pocket manipulation. The fluoroscopy image did not show any significant findings. Subsequently a revision procedure was performed where it was noted that the rv setscrew was not fully tightened. After tightening the setscrew, all lead diagnostics were normal. The rv lead and device remain in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.